Manufacturer narrative:
By checking the manufacturing chart of the lot #1906965, no anomaly was detected. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue occurred on (B)(6) 2019. During smr hybrid anatomic surgery, surgeon had difficulties impacting the pe glenoid 1379.59.110, lot #1906965. Although the trial component had a perfect fit, the definitive implant did not seat in the prepared bone. Since the cement was still workable, the implant was removed and bone seat for the implant was adjusted. The event prolonged the surgery of 30 minutes. Event occurred in (B)(6).

Manufacturer narrative:
Check of the DHR: by checking the manufacturing chart of the lot #1906965, no pre-existing anomaly was detected on 24 tt hybrid cemented glenoids manufactured with the same lot#. This is the first and only complaint received on this lot#. Xrays analysis: xrays were not available for analysis. At this state, we are not able to investigate the root cause of the event. We are not aware of any revision surgery for this patient and, because the components were implanted, it was not possible to perform any technical analysis on the involved items. However, the procedure followed by the surgeon is not expected by the surgical technique and surgeon would not have implanted a cut component, causing 30 minutes of prolonged surgery. In conclusion, stating that: no pre-existing anomaly was detected by the check of the DHR. This is the first and only complaint received on this lot#. We can hypothesize that the event was due to surgical factor. Event not product related. Pms data: on the basis of our pms data, we are aware of only one similar complaint due to issue in seating the tt hybrid cemented glenoid on more than 1120 items sold worldwide, with an occurrence rate of 0.17%. No corrective action due to this specific case. Limacorporate will keep the market monitored.

Event description:
Intra-operative issue occurred on (B)(6) 2019. During smr hybrid anatomic surgery, surgeon had difficulties impacting the pe glenoid 1379.59.110 lot #1906965. Although the trial component had a perfect fit, the definitive implant did not seat in the prepared bone. Since the cement was still workable, the implant was removed: to avoid multiple impactions caused by the upcoming trials, surgeon cut the peripheral pegs from the trial and subsequently, also from the final component, and tried to reach optimal seating step by step. The event prolonged the surgery of 30 minutes. Event occurred in austria.